Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had apart of the button broken off on the insulin pump. No further details given.

Manufacturer narrative:
The insulin pump was received with broken off the end cap and with unresponsive buttons due to keypad connector on the lcd board unlocked. The insulin pump also had cracked battery tube threads, cracked reservoir tube window and minor scratched lcd window.